Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use an everflex entrust self-expanding stent with a 4/5 non-medtronic sheath and a 014 non-medtronic guidewire during treatment of a 90mm plaque lesion in the patient¿s right mid superficial femoral artery (sfa). Minimal vessel tortuosity and minimal vessel calcification were reported. Lesion exhibited 80% stenosis. Artery diameter reported as 6mm. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging (i.e. Shelf carton, hoop/tray). There were no issues noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. Embolic protection was not used. The vessel was pre dilated with a 6x120 inpact balloon. The vessel was post dilated with a 6x40 nanocross balloon. No resistance was encountered when advancing the device. It was reported the tip broke off in patient. After stent deployment a second stent was used to pin tip down. The delivery system was safely removed from the patient. No patient injury reported.

Manufacturer narrative:
Image analysis: the customer returned 2 images for evaluation. Image 1: this image appears to show the patients artery with a stent deployed. There also appears to be a portion of stent visible and a guidewire. Image 2: this image shows an enlarged version of image 1. The length of the implanted stent and detached portion were unclear in the images provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.